Event description:
It was reported that the device was used during a laparoscopy. It was reported by the rep that during the procedure the seal at the top of the trocar tore, due to the exchange of instruments in and out of the trocar. Another trocar was opened and the case was completed without further incident. There was no consequence to the pt.